Event description:
It was reported that versacross connect access solution for faradrive was selected for atrial fibrillation (a fib). During the preparation, it was mentioned that when the versacross inner box was opened, the sterile package (pouch) noted to have a hole in it while still closed. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. No damage was noted on the device nor foreign material was observed.

Manufacturer narrative:
The device has not been received for analysis. However, the reported allegation of sterile packaging issue was confirmed based on the media provided. Considering the device met all requirements prior to being approved for final distribution/sale and the damage is highly detectable, the damage was likely attributed to transport or storage.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for atrial fibrillation (a fib). During the preparation, it was mentioned that when the versacross inner box was opened, the sterile package (pouch) noted to have a hole in it while still closed. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. No damage was noted on the device nor foreign material was observed.